Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was not within required specifications and the force sensor flex connection was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box showed dates from (B)(6 )2013. There was no black data available for the date of the event on (B)(6) 2013. A review of the pump history indicated that a loss of cartridge detection had occurred. The force sensor calibration was found not to be within specifications. The force sensor flex connection was found to be cracked.